Event description:
Customer stated that after the doctor placed the bravo capsule, the delivery system failed to detach. The doctor went ahead and disassembled the delivery sys.

Manufacturer narrative:
No patient injury has occurred following this incident.